Manufacturer narrative:
During a follow up call with the customer they stated the video baton used in the procedure was discarded; therefore, verathon is unable to perform an evaluation. The device history record (DHR) was reviewed and no discrepancies were found. Since the video baton was not returned to verathon the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would become pixelated and cut out. The customer indicated the image would return if the video baton cable was manipulated near the baton end of the cable. Reportedly the procedure was completed using a c-mac laryngoscope, with a five (5) minute delay while the second device was prepared. No harm to the patient or user was reported.